Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as wounds on left and right ribs from rubbing. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised using neosporin for the wound. Outcome of the wound is unknown.

Manufacturer narrative:
Not applicable.